Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer replaced the instrument to resolve the reported issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pediatric surgical procedure, the permanent cautery hook (pch) instrument had a chip on the shaft. The customer noted that the instrument was still working. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to use a new instrument. The customer replaced the instrument. The tse recommended to return the damaged instrument. The procedure was completed with no reports of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical (is) has followed up with the customer and received the following additional information: the instrument has been located and an RMA will be created for it to send back. The damage was seen once the instrument was in the patient. The instrument was working fine, but the clinical sales representative noticed there was a chip out of the shaft. There were no instrument clashes during this procedure.